Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that when the surgeon fired the instrument, the staples protruded out of the upper portion of the anvil and did not approx with the staple housing of the instrument, which resulted in the instrument not firing properly. There was no pt consequence.